Manufacturer narrative:
Corrected data: all codes for h6 are included. It was reported to abbott a patient¿s ipg was at end of life. In the past the patient had high impedances and was experiencing rib and stomach stimulation. The patient¿s lead and ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their leads and their ipg is inoperable. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.